Event description:
A malfunction occurred on the pump as reported by the caller. There was no information provided about any adverse impact on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues recurred.